Manufacturer narrative:
Initial reporter name and address: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the titanium adapter which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy, when the patient returned from the bathroom. There was no tension applied to the set. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, clamp function, and integrity of seal surface tests were performed with no issues noted. The reported condition was not verified. The device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.